Event description:
It was reported that this right atrial (ra) lead recorded high out-of-range pacing impedance measurements. The patient experienced muscle stimulation in the pectoral area, which was suspected to be related to a fixed output setting at 5 volts. A lead safety switch (lss) was noted, automatically switching the lead to a unipolar configuration. The lead was evaluated, no further issues were identified, and it was reprogrammed to bipolar. A data analysis was performed and determined that the impedance measurement was an outlier. The lead remains with stable impedance values, and the plan is to continue follow-up. No additional adverse patient effects were reported. This ra lead remains in service.